Event description:
Reporter initially indicated that a vns pt had "redness" at the incision site following vns implantation. It was later reported that the pt believed that an infection had developed at the chest and neck incisions. Follow up with the treating psychiatrist revealed the event had been addressed and the pt would be going to the ER for evaluation of the incisions. Follow up with the surgeon's office revealed that the pt was fine and the incisions had healed.